Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger was bad in the reported problem area of the pipetter assembly. The plunger was replaced. The instrument was inspected, tested without further problem, and returned to service.